Event description:
Early 90¿s male with history of hypertension, coronary artery disease, and aortic stenosis. Procedure: cardiac cath. The vascade 5f was kinked and would not deploy when used for procedure. No known harm to patient. Vascade stored on shelf in the original box. Manufacturer response for vascular closure system, (brand not provided) (per site reporter). Will obtain.